Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified one electrode was lifted. It was initially reported by the customer that during the operation, the magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. (Error code '116' was displayed. ) the customer's reported magnetic sensor issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 25-may-2026, the bwi pal revealed that a visual inspection of the returned device found a lifted electrode. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing were conducted on the returned device following internal procedures. Visual inspection revealed one electrode lifted and one electrode bent at the tip area. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic sensor error or failures were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The damage on the electrodes are not related to the event reported. The event described could not be confirmed as the device was returned without detectable damage. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The potential cause of the lifted and bent electrode could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following information: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the lifted electrode identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported magnetic sensor issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).